Event description:
New information received indicates that the issue was observed during follow-up in person and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited a diagnostic anomaly. No intervention was performed. Patient status was not reported.